Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. It was also reported that reprogramming was attempted and initially it was susccessful, but an unknown event occured and the paddle lead had migrated. The patient underwent a lead reposition procedure.